Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a surgeon has a pt who has presented seven months following surgery with a ureter stricture. The pt was referred to a urologist when she presented with ureteric colic. The surgeon is currently waiting on results from the urologist's examination in 2007.